Event description:
A pt called regarding elevated results on fasttake meter despite several insulin injections during the day. On the day of the event: 8/a result "6.0 mmol/l", 20 units humulin, noon, "10.9", 30 units humalog mix 50. 8/p "8.9", 20 units humalog mix 50. When pt obtained the "10.9 mmol/l" pt said pt "was in a panic", thinking the result was 109 mg/dl, and took 14 units more insulin than normal. It was discovered the meter was in the wrong unit of measure. Results in mmol/l and interpreted as mg/dl. Pt did not seek medical attention. No allegation of harm. No further info has been reported.